Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella 5.0 pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that aortic regurgitation (ar) occurred during support with impella. After impella was explanted ar improved, therefore, no additional treatment was provided; however, the device was removed due to ar. The length from the a valve to the suction part is unknown. No further information was provided.